Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the the right ventricular (rv) lead related to the patient anatomy. The lead was removed, and a second lead was utilized, and that lead dislodged after the stylet was removed from the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.